Event description:
Philips received a complaint from the customer on the v60 indicating that high flow therapy cannot reach target flow. It was reported there was no patient involvement at the time the issue was discovered. The unit was outside of clinical use; there was no report of harm. A high flow therapy cannot reach target flow alarm remedy was implemented with a software upgrade to resolve the reported issue. The device passed the required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.